Manufacturer narrative:
The customer's device was received a technical service update as part of an unrelated field action (3015876-01/06/2017-001c) by a third party service provider.  Following this update, the device received a completed performance inspection procedure where there was no indication of a power or display issue.  The device was returned to the customer.  Physio-control has performed numerous attempts to contact the customer to follow up on the status of the device, but no response appears forthcoming.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control reviewed the electronic patient record from the device and was able to verify that the reported issue occurred. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was used to deliver a defibrillation shock to a patient and during the event, the device's screen went blank. Medical personnel were able to quickly remove and re-insert the device battery, which turned the device back on. Two additional defibrillation shocks were delivered to the patient before connecting the patient to the defibrillator from the arriving ambulance service. The ambulance service subsequently administered three additional defibrillation shocks to the patient, during transport to the hospital. The patient survived the event.